Event description:
The pt reported that they received eleven occlusion alarms in the month of may and it seems to be getting worse. Pt could hear the motor stop and start when trying to prime. Pt changed cartridge lots, but that had no effect. Pt said that two days earlier they were giving a bolus and had received an occlusion alarm. The history showed that no units had been delivered, but pt knows that they received some insulin because they heard the motor start and then slow down. It was at this point that pt received the occlusion alarm.